Event description:
Sn (B)(4) - (B)(6) states the weld on part #026999 foot end lift crank broke in the center piece where it connects. No patient in bed when broken weld was discovered and no injuries. Under warranty no follow up requested.